Event description:
The pt reports she is experiencing pain and her scs system is not functioning. The pt has not used or recharged her system in two years. The pt was instructed to recharge her charging system and place new batteries in the programmer so the system could be interrogated. Follow up on this matter identified the ipg would not communicate with the charger. In addition, the pt programmer displayed a communication error. The physician plans to explant and replace the ipg at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.